Manufacturer narrative:
Apoc incident #: (B)(4). Clarification for correction. This is not an adverse event section b1: from: adverse event, to: product problem. Section b2: from: {x} other serious (important medical events), to: { } other serious (important medical events).

Manufacturer narrative:
Apoc incident# (B)(4). The investigation was completed on 15-sep-2020. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retain & returns testing met the acceptance criteria found in q04.01.003 rev. Af, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for chem8+ lot h20131.

Event description:
Na.

Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 08/07/2020, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant hematocrit result of 73% on an (B)(6) year old male patient. There was no additional patient information available at the time of this report. Return product is available for investigation. Method: I-stat, date: (B)(6) 2020, collected: 1415, tested: 1419, hematocrit : 73%, hemoglobin: 24.8 (g/dl); dxh800, (B)(6) 2020, 1415, 1526, 40.4%, 14.2 (g/dl). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. It is suspected that the discrepant hematocrit of 73% is related to poor sample handling. However, not confirmed at the time of this report. The investigation is underway.